Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed high pacing impedance and failure to capture on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.